Manufacturer narrative:
The ipc console device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer that inter-operative, when attempting to activate a non-medtronic device (vesalius mcn), a medtronic hand-piece connected to an integrated power console (ipc) also activated at the same time. A blade had not yet been loaded onto the hand-piece. The staff suspect an electromagnetic interference (emi) as a clinical engineer was able to reproduce the issue. There was no patient or user injury. This is regulatory report 1 of 2 to represent the ipc console.